Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device delayed to analyze the patient and issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The reported issue of "delayed analysis" was not observed during review of the device log. The log indicates that analysis began immediately after the device entered the rescue protocol. The reported issue of an incorrect "shock advised" prompt was observed in the device log and attributed to ECG artifact, resulting in a high number of detected peaks, which varied in amplitude, rate, and width. The high impedance observed in the log indicate that there was poor coupling between the electrode pad and the patient's skin. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.